Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. The device memory was re-established through engineering test page; it was noted that the device was in backup vvi mode. After device software download, normal function resumed. The patient's condition was stable.